Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr ipg (B)(6) 2008. (B)(4).

Event description:
It was reported on a remote monitor express transmission that the right atrial (ra) lead exhibited possible undersensing during atrial tachycardia/atrial fibrillation episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.